Manufacturer narrative:
The reported event was addressed with phone support. Replacing the instrument arm drape resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi did not receive the instrument arm drape instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an issue engaging the instrument arm drapes on the camera arm. The customer replaced the drape two times to resolve the issue and continued the case. The procedure was completed with no reported injury.